Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 8352672. This does not match the catalog number provided. Device manufacture date: unknown. Investigation summary: due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: due to unavailable product information, site cannot perform related DHR review, manufacture review or retain sample evaluation. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Rationale: the severity of cannula clog or bent is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. The risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 31gx5mm 7 pack was clogged during use. This occurred on 2 occasions. The following information was provided by the initial reporter: ten days ago, the customer installed the needle on the injection pen and found no water when injecting his lover. The injection pen was suspected to be damaged. After the occurrence of this situation, the customer bought a new youban injection pen, and it was found that there was no water when using it yesterday. The customer suspected that the needle was blocked. Customer's appeal: due to the blockage of the needle, we have bought a new injection pen. We hope the relevant product manager can solve the problem.